Manufacturer narrative:
Additionally, there was evidence of stent migration, approximately 1cm, although there was no evidence of a loss of seal or type ia endoleak at the time of the rupture. Notably, at implant, there was a resolved intraoperative type ia endoleak. The likely primary cause of the stent migration was the result of preexisting aortic neck thrombus and/or patent lumbar arteries, an anatomical and cautionary product use condition, exacerbated long term antiplatelet therapy. There was poor stent wall apposition of the cuff observed at one month post implant. There was no evidence of user or procedure related issues. Clinical harms associated with this device failure included: reformation and growth of the aortic neck observed at 46 months post implant, and, an additional endovascular procedure. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 the patient came in emergently with a ruptured aneurysm and computed tomography (CT) showed the patient had a type 3b endoleak at the bifurcation of the main body device. The physician elected to implant a non-endologix gore excluder to seal the endoleak. The patient is reported as good post procedure. After the completion of the clinical evaluation it was identified the patient additionally had migration of the proximal extension including aortic neck growth, a proximal endoleak was not observed. This complaint is related to previously reported, MFR report number: 2031527-2017-00293. This report was generated to document a second primary device issue while the original report addresses the type 3b endoleak and rupture.